Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02317.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician attempted to use two pod coils to occlude the target vessel. However, both pod coils were not forming in the vessel as expected. Therefore, the pod coils were removed. The procedure was completed using a vascular plug. There was no report of an adverse effect to the patient.